Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported that allegedly the patient was implanted with a tritanium acetabular cup in her left hip on (B)(6) 2012 and began experiencing pain and discomfort. It is further alleged diagnostic workup revealed acetabular loosening and based upon this finding, worsening symptoms and persistent pain she was taken back for revision surgery to her left hip on (B)(6) 2018. Allegedly during that surgery, it was discovered that "the acetabular component was grossly loose".